Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Caller reported that for the last few months they have been experiencing overheating at the implant site and when it's heating up it was really bad. Caller stated it feels like burning inside out and it goes to their back and their knees goes weak. Caller also stated that their managing healthcare provider (hcp) had an MRI and CT scan done and they were told that there is nothing wrong with the results or with the leads. Caller added that the emergency room told them that it could be a malfunction on the unit. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Patient called back and mentioned they spoke to a rep. At their hcp's office on march 10 because they had went into the ER 3 times in the past 2.5 months because their ins implant site had been heating up and burning at implant site 3 times in 2.5 months. Pt had to go into ER two times. Pt said it felt like it was burning from the inside out and the unit was "malfunctioning somewhere." Pt said the issue was intermittent and the unit got very hot and their legs would get wobbly and would not hold them. Pt said pain was miserable and would last 3-5 hours. Pt mentioned the pain was really bad and pt was now at their hcp's office and wanted a rep. Pt was escalated on the phone. Pt had mris and CT scans that have been all done in past 2 months.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.